Event description:
Device evaluation was completed.

Event description:
It was later reported that electrocautery was used during the implant procedure. It was noted that bi-polar cautery was used during the implantation of the suspect product. It is unknown if this surgical tool made contact with the device. Later it was reported that the patient cannot feel stimulation and is experiencing an increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 02 utilized.

Event description:
It was later reported that the device was received by the manufacturer. Analysis has not been performed to date.

Event description:
Later it was reported that the suspect product was replaced. The suspect product has not been received by the manufacturer to date. Additional generator data was provided and reviewed in which no novel information was received as the data was taken from the same programming system. Attempts to obtain the data from the generator have been made. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the physician was questioning why the generator was at 11-18% after a little more than a year of use. The cause for this discrepancy between actual device depletion and anticipated device depletion is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.